Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating that the device does not turn on. There was no patient involvement. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site.